Manufacturer narrative:
(B)(4). Unit received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Event description:
It was reported that the plastic ring on the reservoir compartment came off. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The date of event provided with the initial report was incorrect. The correct date of event has been provided with this report.